Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Additional information: h10 one bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a right-sided premature ventricular contractions ablation procedure, a pericardial occurred that was diagnosed via echocardiogram. During the fourth ablation on the antero-lateral ventricle, the ablation catheter appeared outside of the geometry. The patient then became hypotensive and experienced chest pain. An echocardiogram then revealed a pericardial effusion. A pericardiocentesis was then performed in order to stabilize the patient and a drain was placed. There were no performances issues with the abbott device.